Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have respiratory issues and dizziness resulting in patient's death. The patient was reportedly hospitalized in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient tohave respiratory issues and dizziness resulting in patient's death. The patient was reportedly hospitalized in response to the event. The manufacturer previously did not include the voluntary medwatch report reference number mw5108883 in the initial report. Initial reporter occupation was incorreclty reported. See for updated information.